Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for an implantable cardioverter defibrillator (ICD) elective replacement. Upon device interrogation, it was found that the left ventricular (lv) lead was exhibiting high capture thresholds. The physician opted to replace the lv lead, but was unsuccessful due to patient anatomy. The physician decided to leave the lv implanted. The patient was stable pre, during, and post procedure.